Manufacturer narrative:
Philips service replaced tube bodyguard cover, control rack cv, and clea extension board 1; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that tube bodyguard failure caused geometry movement issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.